Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #(B)(4) npi 8100 keypad not functioning. Keypad- unresponsive key. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had a keypad failure on lvp8100 sn (B)(4). Case resolution: I recommended (B)(6) to replace keypad or logic board. Also gave the option to send unit in for flat fee repair. (B)(6) will get a po and contact com for rga number to send unit in for flat fee repair. (B)(4).